Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the right ventricular lead exhibited a threshold anomaly. After multiple attempts to reposition the lead, the helix would not extend. The lead was not used and a new lead was implanted. The patient was in stable condition.